Event description:
Boston scientific received information that at device change out for normal battery depletion (nbd), this right atrial (ra) lead exhibited high, out-of-range (oor), pacing lead impedance measurement of more than 2,000 ohms through the pacing system analyzer (psa). Noise and oversensing were also noted however no report of pacing inhibition. Additional information was received indicating that it was believed that the cause of noised was due to a cathode issue though fluoroscopy was unremarkable. Subsequently, this lead was surgically abandoned. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The product is not expected to be returned for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.